Manufacturer narrative:
The blower motor assembly was received for evaluation. All sound pressure level testing is in the specification. Noted sound pressure level measurements are within tolerance; however, readings are close to the upper limit, which may contribute to a loud "lo pitch humming" pressure sound that was observed during the test; symptoms are representative of mechanical alignment and worn bearings. A fault is found on this returned blower motor assembly.

Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 24feb2021.

Event description:
The customer reported the ventilator had a flutter noise to it when powered on. The customer changed the blower and the flutter noise remained. The ventilator was reported to be in clinical use at the time of the issue however no user harm was reported. The customer spoke with a remote service engineer (rse) and advised only has test lung and circuit attached to the unit. They replaced the blower assembly and still has the noise. The customer advised when they take off the side cover they can hear the noise through the air inlet filter. The rse advised the customer they suspect the flow sensor assembly and provided the part number to the customer for a slow sensor assembly. The field service engineer (fse) arrived onsite and found the test plug inside the ventilator. The fse removed the test plug. The fse found the tube from the gas delivery system to the proximal port were swapped. The fse swapped the tube to the proper inputs. The fse performed a full verification test and all passed. The ventilator was returned to service.